Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) does not hold the patients' skull stably due to problems with the rotary lock. No additional information has been provided.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Additional information has been received as follows: hospital is (B)(6) hospital in the city of (B)(6), close to (B)(6), in (B)(6). Investigation findings: the mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the returned skull clamp shows a sticking swivel lock assembly and does not close properly. For the adjustment of the lock assembly, new components need to be added to adjust the lock mechanism, and the plunger assembly is loose and the plunger stud has damaged thread. After completing the repair, the unit must undergo a function test. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.